Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The display arm was realigned to resolve the issue.

Event description:
The hospital reported the display arm is tilted and has the potential to fall. There was no report of patient involvement.